Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit suddenly stopped powering on. Although it was plugged in, nothing happened when attempted to turn it on or off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer and station was powered on and confirmed that the issue was due to the faulty power outlet, and no further investigation was required. The system functioned as intended after the customer resolved the issue.